Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to an infection. All the component parts of the prothesis were removed, no new product implanted. No information available about the explanted products. Primary surgery in 2017, exact date remains unknown.